Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. The stent was found to be loaded in the system and the thumbwheel was found without function upon sample receipt. A force transmitting component in the grip section was found to be broken and thus, stent deployment with the thumbwheel and the fast track deployment lever was impossible. During the performed function test, the stent could be released completely by using the rapid deployment ring. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging stent placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. In this case, the tracking path was not tortuous or calcified and the target anatomy was not tortuous. In addition, there was no difficulty in advancing the delivery system to the target lesion and the lesion had been pre-dilated. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Event description:
It was reported that during a stenting procedure for treatment of a stenosis in the right distal sfa via access through the common femoral artery, the deployment system broke and the stent could not be deployed. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a review of the device history records could not be performed to date. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during a stenting procedure for treatment of a stenosis in the right distal sfa via access through the common femoral artery, the deployment system broke and the stent could not be deployed. Another stent was used to complete the procedure successfully. There was no reported patient injury.